Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified arteriovenous graft. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 18 atmospheres for 1 minute. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported and, the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified inside the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal of the proximal markerband. The rated burst pressure for this device is 24 atmospheres as per mustang specification. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified arteriovenous graft. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 18 atmospheres for 1 minute. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported and, the patient was in good condition after the procedure.